Event description:
The facility reported a corneal burn occurred during the procedure, and the patient had one suture the day of the surgery. The patient was sutured a second time in 2007, and a third time two days later. Additional information has been requested.

Manufacturer narrative:
A company service rep checked the system and found it met performance specifications. The customer's phaco handpiece inventory was also checked, and they showed some damage on the irrigation line. Investigation, including root cause analysis is in progress.